Manufacturer narrative:
The cause of the event cannot be conclusively determined. Possible causes include the lid was in contact with a scope when it was closed, or something hard impacted the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. Per the product instructions for use (IFU): "chapter 4 reprocessing operations- warning: when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result. Chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity,cleaning fluid or disinfectant solution may leak out". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
An olympus field service engineer went to the user facility and replaced the cracked lid. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use, a small crack was noticed in the lid of the reprocessor. Per the customer, proper use is being followed and it is unknown what caused the crack.